Event description:
The customer reported that no image was displayed on the monitor upon system boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards in the workstation were cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.